Manufacturer narrative:
The device has not yet been released by risk management, but is anticipated to be returned to csi. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The patient was not a candidate for surgical bypass and had been previously turned down for surgery. The target lesion was severely calcified, 90-95% stenotic and was located in the mid left anterior descending (lad) artery. There was an additional lesion in the proximal lad artery, but it was left untreated. An impella ventricular assist device was placed at the beginning of the procedure. The physician accessed the lesion using a choice pt guide wire and then used a finecross exchange catheter to exchange for a csi viperwire guide wire. The oad was loaded onto the guide wire and advanced just proximal to the lesion. The physician completed three runs at low speed using the oad. Post-atherectomy revealed a perforation in the mid-lad artery. The oad was removed and a 2.25mm balloon was advanced across the perforation and inflated for 90 seconds. At this point, the patient's blood pressure started to drop. A graftmaster stent was deployed across the perforation, but angiography revealed that there was no blood flow through the lad artery. The patient coded and emergency measures were started in an effort to revive the patient. The patient went in and out of normal cardiac rhythm over the next 60 minutes, but the patient expired. Requests for additional information have been made, but none has yet been received. The device was requested to be returned to csi, but the risk management department at the facility has not yet released it.